Event description:
Patient presented to the physician with the ipg moving within the pocket, causing pain, tenderness, and swelling at the site after multiple car accidents. On examination, the physician identified a seroma. Physician brought the patient into the or, removed the ipg, drained the seroma, placed a drain and a new ipg, re-sutured, and closed the incision.